Event description:
The manufacturer received information alleging the device failed a verify pressure sensors test step during testing. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at third-party service center, no actionable errors located in the logs and no alarms sounded during initial test run. After parts were replaced due to cosmetic damage, the device then showed a vent service required alarm. Error logs were reviewed and an entry for err_obm_accy_urgent_service, which is potentially a failure of the oxygen blending module, and an entry for err_ripc_comm_to_obm_failed, which means communication between the host and oxygen blending module was lost, were found. The oxygen blending module board will need to be replaced to address the issue. The parts replaced due to cosmetic damage include the rear case enclosure, front case enclosure, oxygen blending module housing, filter duct assembly, universal porting block and handle. Cosmetic damage to parts is not related to the reportable malfunction/issue.